Event description:
It was reported that the customer's pump screen was dark and wouldn¿t turn on. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace the pump and instructed the customer to return the faulty pump using a pre-paid label. The customer, whose pump was under warranty, planned to contact a healthcare provider for backup insulin delivery therapy and understood the instructions provided.